Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent laparoscopic repair of an umbilical hernia. A bard/davol ventralex st was implanted in the patient during this repair. On (B)(6) 2018: the patient underwent surgery to remove the failed mesh. The mesh implanted in the patient failed to reasonably perform as intended, and had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus provided no benefit to him. The patient has experienced and continues to experience significant physical and mental pain and suffering, sustained permanent injury, undergone medical treatment and corrective surgery and hospitalizations.